Manufacturer narrative:
All available information indicates that the device and lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected varying impedances on this atrial lead with positional changes of this patient. Impedances varied between 600 to greater than 2000 ohms. Noise was also occasionally present along with some unnecessary atrial tachycardia responses. The physician opted to make programming changes and monitor this issue. No adverse patient effects were reported.